Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23b146av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. Per the principal investigator¿s assessment, the adverse event of ¿subarachnoid hemorrhage¿ had a probable relationship to the embotrap iii and a probable relationship to the primary surgical procedure. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 91-year-old female patient with a history of atrial fibrillation presented with an unwitnessed wake-up stroke; she was last seen well on (B)(6) 2023. The patient presented to the treating hospital on (B)(6) 2023. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nih stroke scale (nihss) score was 4 and a modified rankin scale (mrs) score of 0. The patient underwent an endovascular mechanical thrombectomy procedure on (B)(6) 2023. The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first (and only pass) was made using a 5mm x 37mm embotrap iii revascularization device (et309537 / 23b146av) was delivered via a trevo microcatheter (stryker) to the target occlusion in the m2 segment of the right middle cerebral artery (mca) resulted in an mtici score of 2b with clot retrieval in the stent retriever. During the procedure, a guidewire (unspecified brand), a sofia¿ aspiration catheter (microvention), and a 9fr optimo¿ balloon guide catheter (tokai medical) were also used. There were no reported intra-operative study device deficiencies. The patient experienced a subarachnoid hemorrhage (sah) on (B)(6) 2023. The principal investigator (pi) assessed the event as mild in severity, not serious, with probable relationship to the embotrap and probable relationship to the primary surgical procedure. The sah was not treated. The patient recovered and the event was resolved on (B)(6) 2023. The patient¿s 24-hour post-procedure nihss score was 2. On (B)(6) 2023, the patient¿s 7-day post-operative nihss assessment score of 2 and a mrs score of 0. The patient was discharged to an extended care facility on (B)(6) 2023.